Manufacturer narrative:
E1: patient country: (B)(6). Patient city: bogota d.c..

Event description:
Reference number (B)(4). Event country in the colombia. It was reported that the patient experience insulin flow blocked alarm during therapy due to the bent cannula was observed upon removal on a use of day one and the event occurred on (B)(6) 2026. No further information available.